Manufacturer narrative:
Correction: d10 product event summary: the controller (B)(4) was not available for evaluation. Six batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Momentary disconnection will result in an audible tone or "beep". This observation was likely perceived by the patient as the reported alarms. As a result, the reported events were confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: battery (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: asku, device available for evaluation: yes, return date: 02/19/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: asku, device available for evaluation: yes, return date: 02/19/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date:07/31/ 2017 labeled for single use: no. Brand name: heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: asku, device available for evaluation: yes, return date: 02/19/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: asku, device available for evaluation: yes, return date: 02/19/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 08/31/2018, UDI #: asku, device available for evaluation: yes, return date: 02/19/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date: 08/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 08/31/2018, UDI #: asku, device available for evaluation: yes, return date: 02/19/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date: 08/31/2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was power switching and exhibiting alarms. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) and six batteries ((B)(4)) were returned for ev aluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks surrounding power port 1 and power port 2. An internal visual inspection did not reveal fluid ingress. The hairline cracks finding is not related to the reported event. Based on an investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several power switching events due to momentary disconnections involving (B)(4). One additional battery, (B)(4), was involved in momentary disconnections without leading to power switching events. Momentary disconnections will result in an audible tone. This observation was likely perceived by the patient as the reported alarms. As a result, the reported event was confirmed. The most likely root cause of the reported power switching and alarms can be attributed to momentary disconnections between the controller and batteries. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that two batteries exhibited communication errors.

Manufacturer narrative:
Product event summary: the controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks surrounding power port 1 and power port 2. An internal visual inspection did not reveal fluid ingress. The hairline cracks finding is not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed multiple instances involving bat582458 and bat585863 where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the data log files revealed several power switching events due to momentary disconnections involving bat583832, bat582458 and bat582456. One additional battery, bat583806, was involved in momentary disconnections without leading to power switching events. Momentary disconnections will result in an audible tone. This observation was likely perceived by the patient as the reported alarms. As a result, the reported event was confirmed. The most likely root cause of the reported power switching and alarms can be attributed to momentary disconnections between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation was completed to investigate momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.